Manufacturer narrative:
As reported, a 5f 100cm 6 side holes (6sh) super torque marker bands (mb) diagnostic catheter fractured during its removal resulting in the loss of the end (20cm) in the body of the aortic stent graft. There was a risk of deterioration on the patient¿s state of health during operation and risk of alteration of the prosthetic material in place in the aorta, during attempts to recover the foreign body at the level of the prosthetic free flow. There was an increase in operating time, and multiple methods and devices were used/done in attempt to recover the defective catheter. In addition, another 5f 100cm 6 side holes (6sh) super torque mb diagnostic catheter that was used to the other side was damaged. The access site was the left femoral for a aaa procedure. The lesion was moderately calcified, moderately angulated with moderate vessel tortuosity. There was no stenosis. There were no abnormalities when the packaging was removed or during preparation. The devices were opened in a sterile field. The device was not inserted through a stopcock instead of a haemostatic valve. There was encountered when advancing the device. No excessive torque was necessary. There was no resistance encountered when advancing the device on the guidewire. The device did not bend in the separation area. There was no resistance encountered when advancing the device on the guidewire. Procedural details were requested but were not available. The patient was doing ¿very fine two pictures and two non-sterile catheters ¿cath mb 5f pig 110cm 6sh¿ were received for analysis. The units were identified as number one and number two to carry out a separate analysis. The unit identified as number one is being evaluated in this complaint file 2021-00142334-1. One picture related to the reported failure was attached by the customer at the complaint file. In the picture attached, an angiographic catheter inner label with the following information could be read: lot# 17961610, catalog # 532-598b & use by date# 2023-06-30. No other anomalies on the product can be noticed in the attached picture. The catheter was thoroughly inspected observing a separated condition located at 85.4 cm from the hub edge. The separated segment was also returned for analysis. Per visual analysis, 4 marker bands from the number 16 to the number 20 were moved from their original position and some are piled up together. All 20 marker bands are present on the catheter body, none were missing. (The position of the marker bands is numerated from the distal end to the hub). The dimension of the inner diameter (ID) and outer diameter (od) on the body shaft was measured. Measurements were taken on the area located between the assigned places for markers bands that are offset/out of position. The dimensional analysis results were found out of specification. The results indicate that the unit was elongated, in consequence the ID was reduced below the lower spec. The unit was observed under a microscope and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). Sem results showed that the separated area of the body/shaft of the cath mb 5f pig 110 cm 6sh unit presented evidence of cup and cone shape-like and elongations on the body/shaft material of the unit. No other anomalies were observed. The cup and cone shape-like and elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17961610 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as catheter (body/shaft) - separated in patient¿ was confirmed. The device presents a separated condition. Exact cause of the damage could not be conclusively determined during the analysis. Sem results showed that the separated area of the body/shaft of the supertorque mb catheter presented evidence of cup and cone shape-like and elongations on the body/shaft material of the unit. No other anomalies were observed. The cup and cone shape-like and elongations found on the body/shaft material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. Also, a marker band offset/out of position condition was observed on the returned device. Per the elongation condition observed during the dimensional analysis it was determined that this may have been the cause of marker band migration. However, exact cause of this condition could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. It is noted that pigtail catheters are routinely entrapped during deployment of the aortic bifurcate component of aaa devices and this can cause stretching and narrowing of the catheter when pulled from this entrapment. It is not known whether this is the mechanism in this case. It is also important to ensure hydrophilic wires are properly activated with sterile saline before use to ensure uniform lubricity. Per the instructions for use, which is not intended as a mitigation of risk, ¿prior to using the device, inspect for bends, kinks or other damage. Failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the product analysis suggests that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional d10 concomitant device: stent graft system: medtronic endurent. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
No product was received for analysis, instead one picture related to the reported failure was attached by the customer at the complaint file (B)(4). As part of the picture attached it could be noticed an angiographic catheter inner label and the following information can be read: lot# 17961610, catalog # 532-598b & use by date# 2023-06-30. No other anomalies on the product can be noticed at the attached picture. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Conclusion: the complaint reported by the customer as ¿catheter-separated in patient¿ was not confirmed. The root cause of the failures reported by the customer could not be conclusively determined during the analysis of the received picture. Therefore, it is not possible to establish whether it is related to the manufacturing process of the product. Neither the phr review suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation. Additional information is pending including the device return and analysis will be submitted within 30 days upon completion.

Event description:
As reported, a 5f 100cm 6 side holes (6sh) super torque marker bands (mb) diagnostic catheter fractured during its removal resulting in the loss of the end (20cm) in the body of the aortic stent graft. There was a risk of deterioration on the patient¿s state of health during operation and risk of alteration of the prosthetic material in place in the aorta, during attempts to recover the foreign body at the level of the prosthetic free flow. There was an increase in operating time, and multiple methods and devices were used/done in attempt to recover the defective catheter. In addition, another 5f 100cm 6 side holes (6sh) super torque marker bands (mb) diagnostic catheter that was used to the other side was damaged. The access site was the left femoral for a aaa procedure. The lesion was moderately calcified, moderately angulated with moderate vessel tortuosity. There was no stenosis. There were no abnormalities when the packaging was removed or during preparation. The devices were opened in a sterile field. The device was not inserted through a stopcock instead of a haemostatic valve. There was encountered when advancing the device. No excessive torque was necessary. There was no resistance encountered when advancing the device on the guidewire. The device did not bend in the separation area. There was no resistance encountered when advancing the device on the guidewire. Procedural details were requested but were not available. The patient was doing ¿very fine.¿ the devices will be returned for evaluation. Photo of the device is available for review.